Manufacturer narrative:
Unit passed rewind, prime and seating, basic occlusion, force sensor, sleep current measurement and active current measurement. Unit received with detached retainer and customer applied adhesive/glue on retainer area. Unexpected pump error alarmed during self test due to moisture damage on keypad traces noted during visual inspection. Unable to perform displacement and occlusion tests due to detached retainer. Unit received scratched casing, partially broken off reservoir tube lip, minor scratches on lcd window, severely scratched display window cover, pillowing keypad overlay, damaged keypad overlay texture, peeling keypad overlay, cracked select button on keypad overlay and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and is cracked at the reservoir compartment. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is also missing a part. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.